Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. File was not retrieved.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert openion provided by dr., dated 3/8/02 and 10/12/02) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. If additional information becomes available regarding the patient and/or the outcome, it will be provided via a follow-up medwatch report.